Event description:
As reported by the user facility (translation of user facility): no air alarm/infusion run empty: although a neutrapur tubing was used, customer has several air alarms (each 10 min, at each of the 20 bedsides) a total emptying of the IV-line happened (noticed by the nurse when changing the bottle). The disposables were discarded by the personnel. The head of the ward denied.

Manufacturer narrative:
(B)(4). The device is currently shipping from the hospital for further investigation to our laboratory in (B)(4). A follow up report will be provided after the examination results are available. (B)(4).